Event description:
It was reported that the pt experienced fluid retention. The pump pocket "became loosen and the fluid retained in the space". Pump surgery was performed on (B) (6) 2009. The pt was recovered as of (B) (6) 2009. The event was considered to be related to the pump.

Manufacturer narrative:
(B) (4).